Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of abrasion were noted along the lead body. Around 7 cm proximal to the lead tip, the insulation was found rubbed through. This can be considered the root cause of the reported oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Furthermore, cuts in the insulation were noted, as well as a fractured conductor cable to the shock coil. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted and replaced due to oversensing and noise. No adverse patient events were reported. Should additional information become available, this file will be updated.